Event description:
It was reported that during an embolization procedure the coil prematurely detached with the coil protruding into the vessel. A vascular reconstruction device was placed to secure the protruding portion of the coil to the vessel wall. There were no clinical consequences to the patient.

Manufacturer narrative:
Device was implanted.